Event description:
On (B)(6) 2013 customer states via phone that during a stent exchange on a female patient in her seventies both room monitors failed. The physician was able to complete the procedure without incident and check placement by the computer monitor in the control room when the procedure was finished. No patient injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.